Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results is user error. The customer had performed some maintenance procedures incorrectly. They had replaced a imt probe and failed to properly perform alignments. They also had installed an imt mono pump seal upside down. The siemens healthcare diagnostics technical service center representative directed the customer to proper alignment of the probe and positioning of the seal. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely depressed sodium (na) results were obtained on four patient samples. The results were reported to the physician who questioned the results. The samples were repeated and higher results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of the falsely depressed sodium results. There was no report of adverse health consequences as a result of the falsely depressed sodium results.